Manufacturer narrative:
Based on the results of the investigation, a root cause for the reported events was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the insufflation unit had a failure of the electro-pneumatic valve, solenoid valve and pressure reducer. There was no patient involvement.

Manufacturer narrative:
Updated fields: b5, g3, h6, h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damages is cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the insufflation unit had a failure of the electro-pneumatic valve, solenoid valve and pressure reducer, gas flow rate cannot be changed, gas flow rate decreased, and abnormal panel display value. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h9 - corrective action number. H9 was inadvertently marked as fy24-omsc-06 fy24-omsc-19 instead of being left blank.

Event description:
No additional information received from customer.